Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 4625 30mm mitral ring, implanted for 19 years and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with a 11400m 27mm mitris resilia valve. There is allegation of ring malfunction (structural deficiency).

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry that a 30mm 4625 mitral ring, implanted for 19 years and nine (9) months, was explanted due to endocarditis and regurgitation. The explanted device was replaced with a 27mm 11400m valve. Patient stable. The perceived root cause was due progression of patients disease.